Manufacturer narrative:
The test strips associated with this complaint have been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(6), alleging that the subject meter (onetouch verio iq) read inaccurately high compared to another device (another onetouch verio iq). The reporter claimed obtaining blood glucose readings of ¿11.4 mmol/l¿ with the subject meter and ¿7.4 mmol/l¿ with the other device, performed within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (10/11/2014).the patient¿s test strips have been returned on 9/9/2014 and evaluated by lifescan product analysis on 10/2/2014 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.